Event description:
It was reported that the patient's blood glucose level rose to 16.4 mmol/l while wearing the pod for less than 1 hour on the arm. The patient reported that the pod's cannula was not properly inserted and additionally, had caused bleeding at the pod site. To treat the issue, the patient applied a bandage and applied a new pod on the leg.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.